Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced for premature battery depletion related to the high pacing thresholds on the patient's right atrial (ra) lead. During the ipg replacement procedure the ra lead was observed to have pulled back from the original position and was advanced further. This resulted in an improvement in the atrial pacing thresholds. The programming was then adjusted and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.